Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 27 days after the patient underwent a caesarean section, the patient found that there were a little exudate and felt pain. When the patient came to the hospital for follow up check up, there were three little white exudates at the wound of the abdomen, light tenderness, local skin temperature was not high, no red, swollen, and fluctuating. Extrusion of secretions and local disinfection treatment were done. On the (B)(6), there were still many exudates and they were supposed to be squeezed out. Then the sutures were taken out and partially disinfected. Then on (B)(6), it was noted that the patient's wound was dry and healed well.